Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and rebooted the system. The reboot process corrected the software corruption. The customer was advised to have the facility wired for a 20 amp plug instead of using a 15-20 amp adaptor. The adaptor was found to be causing a loose connection. The system operates as intended.